Manufacturer narrative:
A revision of the biopoly radial head implant was reported. The device was initially mis-aligned and surgical intervention was required to implant a new device with the proper alignment. No wear or damage to the initial implant was observed.

Event description:
A biopoly distributor notifed us of a biopoly® radial head implant revision.